Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While the impella catheter was being inserted, the impella cannula became kinked at the aortic arch. The initial impella device was explanted and a new device was successfully placed. There was no patient harm reported.